Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the 6fr angio-seal vip device buttons were depressed, the seal did not deploy. Manual pressure was held to control the bleeding. There was no patient injury/medical or surgical intervention required. Additional information was received on 25sept2020. The procedure performed prior to the use of the angio-seal device was a left heart catheterization and percutaneous coronary intervention (pci) using a 6fr procedural sheath. An angiogram was performed. Hemostasis was obtained with manual pressure.

Manufacturer narrative:
One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. A completely deployed angio-seal device was returned. Visual inspection revealed that the returned carrier tube was found to be mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The suture was inspected under a microscope and it appeared to be cut with a sharp object. No other visual anomalies were noted with the device. The complaint can be confirmed since the patient was treated for bleeding per allegation, however a completely deployed angio-seal was returned, and no malfunction was found. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.